Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported adverse impact. The customer continued to use the pump for insulin therapy.